Event description:
The customer contact reported that a pin in the bolus jack was missing. This would result in a nondelivery. The device was returned to the biomedical dept with a report that the bolus pin was missing. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).